Manufacturer narrative:
Upon follow-up, it was reported that on an unknown date, the patient was discharged from the hospital. On an unreported date, antibiotic treatment was discontinued. At the time of this report, the catheter was removed, the patient was switched to hemodialysis twice a week and was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by abdominal pain, fever and cloudy fluid. The cause of peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with intraperitoneal (ip) injection of vancomycin (1 gram, stat dose), ip injection of meropenem (1 gram, once a day, duration not reported) and ip injection of amikacin (100 mg, once a day, duration not reported) for the event. At the time of this report, patient outcome was unknown. Dianeal therapy was ongoing. No additional information was available.